Manufacturer narrative:
Supplemental report submitted to correct the engineering evaluation: the device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: liner torn 3.25'' from distal strain relief with crimped thv exposed. Liner stretching at 2.75'' from distal strain relief and extends for 5.5 inches. Distal 5" of liner unexpanded and tip unopened. Deep scratches noted on sheath shaft. The liner thickness was measured along the liner tear and all measurements met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath does not expand, liner puncture, and resistance between system components were confirmed based provided imagery/evaluation of returned device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''as reported, while the ic was advancing the valve through the 16 f esheath+, there was a kink seen in the delivery system'' and ''the ic paused pushing the valve as it appeared to be stuck within the sheath.'' Additionally, upon sheath removal, ''the 1st 16fr esheath+ was visually examined and the valve was stuck within. A tear was observed along the outside edge of where the clear plastic seam of sheath and the blue edge of the sheath. The valve exited the sheath at this location but did not cause any harm to the patient.'' Review of 3mensio imaging revealed calcification in the access vessel. Retuned product evaluation confirmed presence of liner puncture (defined as a liner tear with crimped thv/ds protruding through inner sheath lumen), which was accompanied by liner stretching within the torn liner region and beyond. This failure mode may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing, causing the hdpe outer layer to adhere to the etched ptfe liner. If unable to open at the seam as designed, the liner may stretch to accommodate system passage; the liner may also tear in the process, causing the ds/crimped thv exit through the inner lumen. An investigation outlined in an edwards technical summary has determined that vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which is continued to be monitored through monthly complaint trending and monitoring. Additionally, in this case, patient had presence of calcified access vessel, which could impede proper sheath expansion during system advancement, leading to the observed stretching and puncture when compounded with high push forces. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient/procedural factors (calcification/high push forces) may have contributed to the complaint events. No device or labeling problem was identified during the evaluation. No further corrective or preventative actions are required at this time. For the complaint of resistance between system components, when the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence of calcified access vasculature could have restricted proper sheath expansion, leading to increased resistance while attempting to pass the crimped thv/ds through. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient factors (calcification) may have contributed to the complaint events. No device or labeling problem was identified during the evaluation. No further corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a right side transfemoral tavr, there was resistance between a 29mm s3ur valve/ds and the 16fr esheath+. As reported, while the ic was advancing the valve through the 16 f esheath+, there was a kink seen in the delivery system. The kink was located between the valve and the distal end of the flex catheter. The ic paused pushing the valve as it appeared to be stuck within the sheath ((B)(6)). He was successfully able to remove the ds/valve/ and sheath as a unit, and promptly inserted a newly prepped 16 esheath+. The 1st 16fr esheath+ was visually examined and the valve was stuck within. A tear was observed along the outside edge of where the clear plastic seam of sheath and the blue edge of the sheath. The valve exited the sheath at this location but did not cause any harm to the patient. The device will be returned. The perceived root cause was unclear. The field clinical specialist spoke with the operator, the only thing different with this patient was the aaa. The ic thinks the portion of the esheath this event occurred did not have the aorta wall as support for the sheath. A 2nd valve/ds was inserted through the sheath and to the native valve using a lunderquist wire for added support. The valve was successfully implanted and the case concluded. After removing the second esheath the operator commented that he thought there was a lot of bleeding while removing it and thought there was a tear in that sheath as well. The tear was located approximately at the mid segment of the esheath. I visually examined that sheath and a similar tear in the sheath was clearly visible. The device will be returned. The patient did not require any blood products. There was no injury or harm to the patient and the patient was stable. The perceived root cause was unknown, nothing out of the ordinary happened while advancing the valve through the sheath.

Manufacturer narrative:
Supplemental report submitted to include additional information through evaluation of the returned device. Per pre-decontamiation evaluation, the distal 5" of the esheath liner was unexpanded and the tip was unopened. Added h6-device code.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: liner torn 3.25'' from distal strain relief with crimped thv exposed. Liner stretching at 2.75'' from distal strain relief and extends for 5.5 inches. Distal 5'' of liner unexpanded and tip unopened. Deep scratches noted on sheath shaft. The liner thickness was measured along the liner tear and all measurements met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints sheath does not expand, liner puncture, and resistance between system components were confirmed based provided imagery/evaluation of returned device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''as reported, while the ic was advancing the valve through the 16 f esheath+, there was a kink seen in the delivery system'' and ''the ic paused pushing the valve as it appeared to be stuck within the sheath.'' Additionally, upon sheath removal, ''the 1st 16fr esheath+ was visually examined and the valve was stuck within. A tear was observed along the outside edge of where the clear plastic seam of sheath and the blue edge of the sheath. The valve exited the sheath at this location but did not cause any harm to the patient.'' Review of 3mensio imaging revealed calcification in the access vessel. The retuned product evaluation confirmed presence of liner puncture (defined as a liner tear with crimped thv/ds protruding through inner sheath lumen), which was accompanied by liner stretching within the torn liner region and beyond. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue. The pra states that liner tears can occur when the hdpe outer layer adheres to the etched ptfe liner, preventing the seam from opening. Additionally, in this case, patient had presence of calcified access vessel, which could impede proper sheath expansion during system advancement, leading to the observed stretching and puncture when compounded with high push forces. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient/procedural factors (calcification/high push forces) may have contributed to the complaint events. No further corrective or preventative actions are required at this time. For the complaint of resistance between system components, when the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence of calcified access vasculature could have restricted proper sheath expansion, leading to increased resistance while attempting to pass the crimped thv/ds through. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (variable sheath liner expansion) and/or patient factors (calcification) may have contributed to the complaint events. No device or labeling problem was identified during the evaluation. No further corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.